Event description:
Information received from the field does not address the patient's clinical status but notes that the thresholds had risen to 6.25 v, 0.5 ms from the previous follow-up. The device was programmed to 6.0 v, 1.0 ms and will be monitored.